Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection test was found that dso seal was degraded, also during motor test was found that odometer was over the maximum revolutions. Downstream occlusion sensor (dso) seal was replaced with a new dso seal, motor was replaced with a new motor. During latch lock test was found that latch lock was loose, latch lock was replaced with a new latch lock. The performance verification test was performed visual inspection pass, .all tests passed within specifications.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was over infusing by 15%. There was no patient involvement. The issue was discovered during testing.